Manufacturer narrative:
The customer contacted a siemens customer care center specialist and stated that adjustments and quality control for toxoplasma igg were within manufacturing specifications. The customer also stated that no sample material was available for further testing. A siemens headquarters support center specialist reviewed the information provided by the customer and determined that despite the reactive results immulite 2000 toxoplasma quantitative igg kit lot 431 is meeting the specificity claims in the instructions for use (IFU). The specificity for kit lot 431 at the customer site is ~97.9%. The specificity results from the 3 studies in the immulite 1000 toxoplasma quantitative igg IFU (which is where the immulite 2000 toxoplasma quantitative igg specificity claim resides) have 95% confidence limits ranging from 94.2% - 100%. The cause of the discordant, false reactive toxoplasma igg results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2017-00444 was filed for the same event.

Event description:
The customer obtained a discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) result on one patient sample on an immulite 2000 instrument, while using kit lot 431. The sample was sent to an external laboratory where it was tested on an unknown platform and the result obtained was non-reactive. The discordant result was reported to the physician(s). The corrected result obtained from the external laboratory was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igg result.